Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the screen is black / dark. There was no reported patient involvement.

Manufacturer narrative:
.